Event description:
It was reported that pt's pcl was unstable, revised right knee, improved stability.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.